Manufacturer narrative:
The scope was returned to the service center for evaluation of the reported ¿the scope was in retroflex (position) and gets stuck in the lma (laryngeal mask airway) and it is unable to straighten out¿. A inspection was performed on the scope's angulations mechanism and found no irregularities. The angulation lever movement in both directions (up/down) were smooth with no catching or restriction observed when manipulated. The distal bending section was able to flex/return back to its straightened position appropriately. The up/down angulation measurement value and the readings were within specification. Additionally, the service group noted the scope failed leak test; a pinhole was found on the distal bending section cover. As part of the inspection, the bending section cover was removed and found no visual evidence of fluid invasion or indentations on the bending section mesh. Additionally, the control body section was opened; no indication of fluids observed. According to the servicing history, this is the first time the scope was returned for service after the purchasing date of (B)(6) 2019. Based on the device evaluation results, the reported ¿the scope was in retroflex (position) and gets stuck in the lma (laryngeal mask airway) and it is unable to straighten out¿ was unable to be duplicated as the scope angulation mechanism and bending section movement met specifications. To mitigate the risk of patient injury or scope damage, the instruction manual provides warning which states, never insert or withdraw the endoscope under any of the following conditions. Otherwise, patient injury can result. - while the endo-therapy accessory extends from the distal end of the endoscope. - while the bending section is locked in position. - use of excessive force, or forcible insertion or withdrawal.

Event description:
The service center was made aware that the scope was in retroflex position and was getting stuck in the patient's laryngeal mask airway (lma) as it was unable to be straightened out. There was no patient injury reported.